Event description:
The accounts engineer stated the left head siderail weld is broken which is preventing the siderail from latching.

Manufacturer narrative:
The account replaced the left head siderail to repair the bed.